Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that currently there are no problems with the current pump except for a piece missing off the top. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the display lens had a scratch and the scratch obstructs display. The keypad is peeling. All buttons function appropriately. Evaluation revealed there was no contamination found under the buttons. The audio bolus button cover was damaged. The audio bolus button functions appropriately. Audio bolus button cover removed and the slug was misaligned. There was contamination present under audio bolus button contact. There were two battery compartment cracks: one at the case seal toward battery compartment lip and second at the bumper toward case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.